Event description:
Information was received that this ancure bifurcated endograft exhibited persistent type I and type ii endoleaks resulting in growth of the aneurysm sac. The patient underwent several rounds of embolization and extension cuff placement which eventually resolved the endoleaks. The patient has been leak free since 2006. Several unsuccessful attempts were made to obtain the serial number of the graft.